Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was suspected to have an infection. Symptom of drainage was noted. It was mentioned that drainage was yellow in color and would not stop with pressure. The patient went to the emergency room (ER) and was admitted. The patient underwent an explant procedure.